Event description:
On (B)(6) 2012 the manufacturer's consultant reported that he was not able to obtain any further information from the physician.

Manufacturer narrative:
.

Event description:
On (B)(6) 2012, it was reported that on date of implant, (B)(6) 2010, the patient was interrogated and found at settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec which are indicative of a faulted system diagnostics test. Attempts for additional information from the physician are underway but no further information has been received to date. No adverse events have been reported due to this event.